Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient received a high voltage shock form their device on (B)(6) 2019. On (B)(6) 2019, the patient was brought into clinic, and dislodgement of the right ventricular lead was confirmed. The lead also exhibited no capture at maximum output, r-wave amplitude decreased and high impedance. A chest x-ray confirmed that the tip of the lead was in the right atrium. High-voltage therapy was disabled, and programming changes were made. The patient was sent to the hospital emergency department. On (B)(6) 2019, the lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece, measuring 51.5 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.